Event description:
The doctor stated that he placed a two piece contoured medpor chin implant in a patient. The doctor noted that he used screw fixation. The doctor indicated that he put the implant in cool saline to lubricate prior to placement. The doctor also indicated that he did not use hot saline to further contour the chin implant as is recommended in the medpor instruction for use. Two weeks after the surgery, the patient noticed small wings on both sides of the implant. The doctor removed the chin implant.

Manufacturer narrative:
Following a review of the device history record for lot number, it was determined that all processes and test criteria are within the medpor implant finished product specification. A copy of the current medpor instructions for use is enclosed. Under implant preparation, the section on contouring and shaping the implant is highlighted.